Event description:
It was reported that the tip of the plate holder broke off during surgery. The tip of the inserter broke off as the surgeon was impacting the temporary fixation pin into the plate. The broken piece was retrieved. The surgical procedure proceeded without further problems. No pt complications were reported.

Manufacturer narrative:
(B)(4): a review of the device history records for this device was not possible without additional info. Neither the device nor films of applicable imaging studies were returned to the MFR for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.